Manufacturer narrative:
The actual device involved in the event has been inspected in date april the 10th, 2024 by distributor's authorized technician. The technician found the device working properly within specification. The lesion reported by the patient has been evaluated initially by cynosure's clinical and concluded that the burns could have been caused by the not-properly use of the cooling pre and post treatment. In fact, the physician performed several spots than stops to cool the skin instead of performing a continuous cooling of the skin throughout the treatment. Moreover, it is also reported that the physician has performed the skin test only with the 7mm handpiece while he then performed the treatment also with the 5mm handpiece. Our internal clinical department also performed an evaluation of the treatment and lesion reported by the patient. Their evaluation concluded the following: the evaluation of the lesions concluded that the burns are second degree and would require medical attention to prevent a permanent impairment. Moreover, they evaluated the information available and concluded that the most probable cause of the event is a user error where the physician failed to properly cool the area as well as the use of both the 7 and 5mm caused the increase of the density of the energy delivered to a responsive area. Moreover, burns are identified as a foreseeable side effect in the operator's manual code om122b1-d1_g.v07 (actual revision shipped with the device) in section "side effect". Anyway, we evaluate, on the side of caution, this event as a serious incident because the patient would require medical attention to prevent a permanent impairment. Based on the available information is possible to determine that the most probable cause of the event is a user error of the physician that have not performed the proper cooling and used smaller handpiece without adjusting the setting causing the delivery of a higher amount of energy. No design deficiency has been found to be contributory to the event. No corrective action/preventive action/fsca is required. The present initial report has to be considered as a final report unless FDA has further questions.

Event description:
On march the 27th, 2024, el. En. Electronic engineering spa received a communication from the distributor cynosure (us and canada distributor) of an adverse event following a treatment with the device elite iq. In the above-mentioned communication is reported the following: in date march the 19th, 2024 cynosure has been contacted by the clinic (coach hill medical clinic - alberta - canada) in which they reported that, following a treatment performed in date (B)(6) 2024 for vascular lesion on the legs, the patient developed multiple burns. The parameters used for the treatment has been also retrieved. In the reported information it is mentioned that the patient was prescribed with antibiotics following the event (for preventative) due to the fact that the patient will be travelling and cannot be followed up by the physician. The present adverse event has been evaluated as a reportable event because the patient would require medical attention following the treatment in order to prevent a permanent impairment (scars). Moreover, the us importer, cynosure, proceeded to submit their own MDR report code mdr1222993-2024-00016 in date april the 17th, 2024. We the manufacturer of the device proceeded to submit our own MDR report, in accordance with 21 cfr part 803.50(2) in order to supply any missing information.